Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After implanting and interrogating the device, a continuous, high frequency noise was observed on the programmer. Three days following implant, the device was interrogated again and the noise was visible. Technical support reviewed the session records which indicated a suspected telemetry interference as no stored egms could be seen due to noise detection. No intervention was performed at this time, the patient will continue to be monitored. The patient was in stable condition.